Manufacturer narrative:
Investigation/analysis: after completing the evaluation of the roller bar electrode, the original equipment MFR ("OEM") reported that the electrode showed a bent distal area with broken ceramic tubes under the yellow insulation. The wire was broken and the tips were melted. The OEM reported that the electrode's intended use is for coagulation. The common power settings for the application of coagulation is approximately 50 watts and the time of use is approximately five minutes. Under these conditions, a melting of the wire could not occur. Lab tests performed simulating coagulation for ten minutes with power settings to 100 watts, did not show any indications of damage and therefore, the damage (tip falling off) could not be reproduced. In conclusion, the OEM stated that the melted wire indicated clearly higher power settings than necessary for coagulation but the cause of the break of the ceramic tubes, which may indicate an attempt to modify the electrode, could not be confirmed.

Event description:
During an endometrial ablation procedure, the roller barrel electrode broke off in the pt's uterus. No injury was reported to have occurred to the pt. The procedure was completed with a second device and the roller barrel electrode was retrieved without any problem.